Event description:
It was reported that during implant, the ventricular lead exhibited normal thresholds on the analyzer, but once connected to the pulse generator it did not capture. The physician elected to replace the pulse generat or. A new pulse generator was connected to the lead. Automatic lead polarity was bipolar, and there was capture. When the pacer was reprogrammed to unipolar, there was no capture. The system was programmed to the bipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital employee.